Event description:
Additional information received reported the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8590-1, lot# n153252, implanted: (B)(4) 2008, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient was scheduled for pump replacement; however, when the physician attempted to remove the catheter from the old pump, the sutureless connector broke and came apart with the metal assembly remaining on the pump. The physician replaced the sutureless connector and the product issue was resolved. The cause of the product issue was not determined. There were no patient symptoms or complications associated with the event. At the time of report, there was no patient injury. The device system had been used to deliver dilaudid, bupivacaine, and compounded baclofen.